Event description:
It was reported that this left ventricular (lv) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this lv lead exhibited loss of capture (loc), and continued high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, the patient felt a tingling sensation when changing the programmed lead vector. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that lv outputs were decreased, and the device was programmed to right ventricular (rv) only pacing. The root cause of the high out of range pacing impedance measurements was not confirmed, and the suspected lead fracture was not confirmed. The field representative indicated that a health care professional (hcp) planned to discuss next steps with the physician, however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this lv lead exhibited loss of capture (loc), and continued high out of range pacing impedance measurements greater than 2,000 ohms. Additionally, the patient felt a tingling sensation when changing the programmed lead vector. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.